Event description:
I went to ideal image to do coolsculpting. I did one treatment with them and they never told me there could be adverse reactions. My stomach swelled and my fat cells grew and stuck together. I have had to have 2 surgeries to attempt to correct this. I have been depressed and hid my deformed body for almost 2 years. I hope it doesn't grow back and require further surgery. There's a support group of thousands of men and women this has affected. This should be off the market. It's dangerous and they haven't figured out why this happens or how to fix it. FDA safety report ID# (B)(4).